Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pt4-west drawer 5 cubie 5.2 failed and could not be ejected. The customer reset the pyxis and waited 5 minutes, but the issue remained unresolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie d5 half height drawer 5.2 lid not open due to medication jammed. A field service engineer logged into hardware test application released cubies, reseated and lifted lid, rearranged medication packets, performed hardware test application test and passed successfully. The system functioned as intended after the field service engineer troubleshot the device.